Manufacturer narrative:
(B)(4) for the reported event of stent partially deployed. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex duodenal stent was to be used to treat an 8cm malignant lesion in the second part of the duodenum during a duodenal stent placement procedure performed on (B)(6) 2005, 2015. Reportedly, the patient was diagnosed with gastric cancer. According to the complainant, the wallflex duodenal stent was placed over a .035 inch guidewire through the gastroscope. The physician was able to cross the lesion with the wallflex duodenal stent and the nurse began to deploy the stent in the desired location. The nurse deployed the wallflex duodenal stent until the two plastic hubs on the co-axial sheath met. It was noted that the distal end of the wallflex duodenal stent had not deployed. The wallflex duodenal stent was removed from the patient partially deployed. The procedure was completed with another wallflex duodenal stent. There were no serious injuries to the patient reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.